Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 16dec2016 to assess the test well image for the blood sample in question on the testing instrument in question and determined that it appeared negative. This was consistent with the unexpected instrument output.

Event description:
On (B)(6) 2016, a customer reported an unexpectedly negative antibody screen when tested on a galileo neo.